Event description:
It was reported that during an intracept procedure, while the physician was malleting he felt something was off and took out the j-stylet. When he took out the j-stylet, he saw that the distal end was broken off and was still inside the patient's body in the s1 vertebral body. There was no attempt made to remove the broken material from the patient. It was noted that the patient had hard bone. The decision was made to abort the procedure.

Manufacturer narrative:
Update to block h6 and h11 of the initial MDR. A j stylet, two curved cannulas and one straight stylet. Were received for analysis. The j stylet distal end at the d scallop was broken off. The distal end of the returned straight stylet showed visible bending consistent with use in hard bone. The distal ends of the returned curved cannula peek material are sheared off. Per the complaint description, the "bone was pretty hard". Per the sample evaluation, customer complaint was confirmed. The instrument damage is likely attributed to excessive force placed on the assembly. This is included in the instructions for use (IFU) precautions: as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product failure. Also per the IFU: precaution: in the event of inadvertent advancement of the introducer cannula during deployment of the curved cannula assembly, care must be taken to prevent potential further device damage. This can occur if mallet strikes continue to be delivered when the gear wheel is in contact with the introducer cannula. This scenario can create a condition in which the introducer cannula advances along its straight trajectory, while the curved cannula is held in the bone along its curved trajectory. This can lead to the creation of a kink in the curved cannula material. If it is suspected that this occurred, or if retraction of the curved cannula is difficult, it is recommended that introducer cannula and curved cannula be removed as a single unit, rather than retracting the curved cannula by itself. The j stylet was sent for further analysis. Differential scanning calorimetry of polymers (dsc analysis) confirmed an af temperature <15 celcius, meeting the specification for nitinol material. The results for the characterization of the tensile mechanical properties and fracture characteristics noted the undercut chamfer at the fracture origin plane is hypothesized to have formed a geometric stress concentration, increasing the susceptibility to fast overload fracture at this location. The returned stylet is a razorback j stylet variant which is no longer in production. Based on the complaint reporter's description of the bone hardness, the visual damage observed on the instruments and the testing performed confirms the j stylet met af temperature specifications, the instrument damage is likely attributed to excessive force placed on the assembly in hard bone.

Event description:
It was reported that during an intracept procedure, while the physician was malleting he felt something was off and took out the j-stylet. When he took out the j-stylet, he saw that the distal end was broken off and was still inside the patient's body in the s1 vertebral body. There was no attempt made to remove the broken material from the patient. It was noted that the patient had hard bone. The decision was made to abort the procedure.